Manufacturer narrative:
Correction numbers: 1627487-05242011-002-r and 1627487-12192011-003-r. These ipg serial numbers were included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint was confirmed. As returned, the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The autotest failed due to no output on channels 1, 6, 7, 8, 15 and 16. X-ray analysis revealed broken feed through wires on channels 1, 6, 7, 8, 15 and 16. Since several channels were broken, the header was bypassed in order to autotest the ipg. The ipg passed all tests on the autotester once ipg header was bypassed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation approximately 5-6 weeks ago. Subsequently, an error message displayed on the patient programmer and communication ceased between the charger and ipg. Reportedly, recharging was attempted to no avail. Surgical intervention may be the next course of action.